Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Customer¿s blood glucose level was not impacted by the event. Reportedly, customer reverted to an alternate form of insulin therapy.